Event description:
The pt reported the adhesive on his insulin infusion sets are not properly adhering. He stated the sets last for about 1 day before they start to peel off. He said he is using an extra adhesive and does not use lotion on his skin. He stated, he does not have the lot numbers or expiration dates for the infusion sets at issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.